Event description:
During attempted percutaneous angio plasty and arterectomy of left femoral artery, the tip of the plaque excisional device was lost in pt vessel. Pt had to go to surgery to have tip removed, and vessel repaired. See scanned page.